Manufacturer narrative:
(B)(4). Date of initial report : 08/28/2015. Date of follow-up report : 12/03/2015. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report. A review of the relevant device history records for this lot found no entries that could have contributed to the reported issue. There is no trend associated with this issue and no corrective actions are deemed necessary at this time.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that it was observed that the "clotting was not good" after the surgeon opened the jaws of the device. Another device was used to complete the procedure and there was not patient injury.